Manufacturer narrative:
Facility experienced an event with endopath tristar extraperitoneal dissector while performing a lap burch/usi. Product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974549. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, ab) burst; cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, ab) good; and stopcock condition, a)open b)closed. Functional tests & results: balloon inflation test, ab)could not insufflat. Analysis conclusion: ab) based upon the inquiry info received and the visual examination, it was concludd that the balloons had burst, making the instruments non functional. A) the instrument was received with a burst balloon and the point of propagation was determined to be 270 degrees from the stopcock position and 3/4 of an inch from the attachment ring. The tear was approx. 300 degrees in length. B) the instrument was received with a balloon which had burst and the point of propagation was determined to be 90 degrees from the stopcock position and 1 and 1/8 of an inch from the attachment ring. It was noted that only 1/2 of the balloon remained attached and the other 1/2 was not returned. Ab)no conclusion could be reached as to why the balloons had burst during surgery. Ab) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported during a laparoscopic burch/usi, while using a ted12 to create the extraperitoneal space, the balloon burst during inflation. There was no consequence to the pt. A third ted12 was opened to complete the case without incident.